Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
The complaint received states that during advancement in a prowler select plus, the enterprise vrd and delivery (enc452812/10162721) had resistance/friction. The procedure was coil embolisation assisted with the vrd for left internal carotid-posterior communicating artery aneurysm that was moderately tortuous but the level of calcification was unknown. The unruptured saccular aneurysm neck was 4.0mm, and the neck to sac ratio was 4.0mm: 9.0mm. The parent vessel size diameter proximal was 2.67mm and distally was 2.58mm/2.63mm. No information regarding the medical history, mrs, act, inr, pt, ptt, antiplatelet therapy and the devices utilized during the procedure. The occlusion rate after the procedure is also unknown. The patient was a male of unknown age. Dob and weight unknown. During the procedure, when the physician was inserting a vrd (enc452812/10162721, complaint product) into an unspecified prowler select plus (catalogue and lot unknown) which delivered through an unspecified guiding catheter(fubuki/asahi intecc, 7fr, type unknown), he experienced severe resistance about 5cm from the proximal end of the microcatheter. Therefore both the vrd and the prowler select plus were safely removed as a unit from the patient and the procedure was continued using a new product (enc452812, lot unknown) which was made all way through the same microcatheter. The products were new and were stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the devices by visual inspection. Also no damages were reported on the device after the event. The complaint product is going to be returned for evaluation. No additional information is available and procedural images are not available. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported.

Manufacturer narrative:
Alert date: 8/1/2013. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.